Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Pump received with broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose was 80 mg/dl. There was crack where the battery lid goes in. The troubleshooting was performed for damage. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.